Manufacturer narrative:
Product ID: 3889-28, lot# v686988, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
It was reported that the lead was explanted due to a break/fracture of the lead/extension. It was stated that actions included reprogramming, impedance testing, and ultimately replacement. The patient reportedly had been thrown against a wall in an altercation and experienced stimulation changed areas as well as uncomfortable stimulation. Impedances were over 4,000 ohms. The patient reportedly also experienced pain and less than 50% therapy relief. Additional information was requested but not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va00beg, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information confirmed that the interventions included discontinuation of the stimulation from the patient¿s implantable neurostimulator (ins) and lead replacement on (B)(6) 2013. Additional description of the patient¿s symptoms reported that thought their leg was ¿asleep¿. There also were ¿multiple errors¿ upon device interrogation which was performed on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was back pain with left sided radiculopathy.

Event description:
Additional information reported the patient turned their stimulation off after their lead replacement but it was unknown when.

Event description:
Additional information received reported that an investigator reported a broken lead in a query on surgical revision form dated (B)(6) 2013. It was noted that the lead was replaced on (B)(6) 2013. It was noted that the outcome was unknown.

Event description:
Additional information received reported that there was a broken tined lead left s3. It was noted that the impedances were greater than 4000. It was noted that the lead was replaced on (B)(6) 2013. It was noted that the outcome was resolved without sequelae.

Event description:
It was further reported the event was ongoing. It was stated the patient was seen on 2014-(B)(6) to see their neurologist. It was noted the patient had lost balance, with left leg numbness and they still had left leg pain and tingling in their foot.